Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). Device evaluation: lens was returned dry , in lens case. Visual inspection found the lens was torn into two pieces, through one haptic and the lens optic. Dry clear residue was observed on the lens. (B)(4).

Event description:
An aa4204vf silicone single piece lens, +21.5 diopter, was returned torn. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
One similar complaint was reported for units within the same lot. (B)(4).